Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were particles in the pump's usb port, resulting in intermittent difficulties charging the pump. There was no reported impac to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.